Event description:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that when the caregiver turned the patient over, the side support opened and the patient fell to the ground. The patient was injured and taken to the emergency room. According to the received information the patient sustained the following injuries - broken femur, swollen nose, swollen forehead. The patient was hospitalized.